Event description:
It was reported that deflation failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2.5mm x 220mm x 150cm, coyote balloon catheter was advanced for dilatation and inflated at 8 atmospheres for 120 seconds. However, balloon would not fully deflate. The physician attempted multiple times to deflate the balloon and used the deflation device to pull negative pressure resulting to only minimal deflation of the balloon. Also, attempted to use a 10cc syringe with negative pressure but still the balloon would not fully deflate the ratio was 40 contrast and 60 saline. Several attempts were made over a course of a minute. The physician then proceeded to just remove the balloon while still inflated. And upon removing it appeared to be deflated. The procedure was completed using the original device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the guidewire lumen 22cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed by inflating the balloon to rated burst pressure then deflating it. The balloon was able to deflate with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that deflation failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2.5mm x 220mm x 150cm, coyote balloon catheter was advanced for dilatation and inflated at 8 atmospheres for 120 seconds. However, balloon would not fully deflate. The physician attempted multiple times to deflate the balloon and used the deflation device to pull negative pressure resulting to only minimal deflation of the balloon. Also, attempted to use a 10cc syringe with negative pressure but still the balloon would not fully deflate the ratio was 40 contrast and 60 saline. Several attempts were made over a course of a minute. The physician then proceeded to just remove the balloon while still inflated.and upon removing it appeared to be deflated. The procedure was completed using the original device. No patient complications were reported.